Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at "634.3 mcg/day at time of surgery, reduced to 250 mcg/day after replacement) via an implantable infusion pump. It was reported that the patient was experiencing an increase in spasticity despite an increase in their daily dose. The patient's pump and part of the catheter were replaced on (B)(6) 2018. The connector of the catheter was removed and replaced. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting steps were performed. It was unknown what actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received. It was reported that it had not been determined if there was a suspected or confirmed product issue that led or contributed to the increased spasticity. Per the device manufacturer representative, the event had been resolved. No further complications were reported. Of note, the indications for use were intractable spasticity and cerebral palsy

Manufacturer narrative:
Updated to "adverse event and product problem" to correctly reflect this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found coring/cuts/tears in the seal of the sutureless connector causing a leak and damage to the transition tube. If information is provided in the future, a supplemental report will be issued.